Manufacturer narrative:
(B) (4). The ge service rep could not reproduce the error. The system operates as intended.

Event description:
The customer reported that the system began shooting on its own continuously. No patient injury was reported.